Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton fluff left in body - vagina [foreign body in reproductive tract]; sore - waist [pain of skin], cotton fluff left in the body- tampon [device breakage]. Case narrative: consumer reported via phone that there was a lot of cotton fluff left in body. No serious injury was reported.

Event description:
Cotton fluff left in body - vagina [foreign body in reproductive tract] sore - waist [pain of skin] . Case narrative: consumer reported via phone that there was a lot of cotton fluff left in body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Cotton fluff left in body - vagina [foreign body in reproductive tract] sore - waist [pain of skin] cotton fluff left in the body- tampon [device breakage] case narrative: consumer reported via phone that there was a lot of cotton fluff left in body. No serious injury was reported.